Manufacturer narrative:
Concomitant medical products: 5071 lead, implanted: (B)(6) 2013; 4568 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The patient was inappropriately shocked due to oversensing of noise on the lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.